Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the patient¿s blood glucose on (B)(6) 2015 was between 32 mg/dl and 411 mg/dl with seizure, cognitive impairment, confusion, unsteadiness when standing and walking, and difficulty speaking. It was reported the patient was treated by their spouse with food and drink in response to the alleged hypoglycemia and pump therapy had been discontinued. The reporter noted the pump¿s basal rate and bolus settings were recently changed. This complaint is being reported because the alleged serious injury was due to a reported pump use error. There was no indication of allegation of a device malfunction.